Manufacturer narrative:
Submit date: 12/13/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that they had three examples of cracked syringes with the third one happening while being used on a patient. Syringe contents spilled out through the crack in the syringe.

Manufacturer narrative:
The device history record (DHR) for lot 713615 indicates that there were zero defects found in 630 visual samples and zero defects found in 390 physical samples inspected from the lot. There were no non-conformance reports (ncr)s issued to this lot. There were 61 samples (60 unopened, 1 opened) returned with this complaint. All samples were visually inspected for damage. Zero defects were identified during an inspection of the unopened samples. A scratch was identified on the opened sample. All samples were inspected for leakage and no defects were identified. The reported condition could not be confirmed based on the samples evaluated. The exact root cause could not be determined based on available information. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors. The reported condition could not be confirmed based on an inspection of returned samples. The complaint file contains insufficient information to determine a most probable root cause. Prior to a lot¿s release, the lot must be deemed a cceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage, holes, splits and cracks. The lot met all defined acceptance criteria and was released. The investigation did not identify a systemic issue with the product or process. A specific root cause could not be identified through root cause analysis. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. If information is provided in the future, a supplemental report will be issued.